Event description:
It was reported that the insulin pump alarmed during the manual prime process. Blood glucose reading was 101 mg/dl. Advised that the insulin pump will be replaced because the force sensor did not detect the reservoir when it was inserted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.